Event description:
It was reported while using bd sharps coll 17gal red the lids were missing. There was no report of patient impact. The following information was provided by the initial reporter: quantity affected: 1 case. Serial/lot number: (B)(6). Po: (B)(4). Are any samples available for return?: yes. Reported issue: no lids. Customer disposition request: replacement.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.